Manufacturer narrative:
Medications: cyclobenzaprine. (B)(4). The device was returned to gore for evaluation. The device evaluation showed the following: there was blood on the returned device. The deployment knob had been pulled out of the catheter. The delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The leading end was not returned for evaluation. There was evidence of a bond at the trailing olive. The findings from the evaluation are consistent with the physician¿s observations. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The cause for the broken leading end of the catheter could not be determined with the currently available information. (B)(4).

Event description:
On (B)(6) 2017, a patient underwent treatment of a common iliac aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported during the deployment of the device the distal end of the device was deployed partially (1 cm) within the sheath. The sheath was retracted and the device fully expanded in its intended location. It was also reported the leading end of the catheter broke off inside the patient's right hypogastric artery. The physician reportedly stated the patient¿s anatomy was not the cause of the device breakage. It was reported another device was implanted to pin the leading end of the device against the hypogastric artery wall. The physician reportedly decided to perform a coil embolization procedure to the patient¿s right hypogastric artery. It was reported no bypass was performed as the patient¿s left hypogastric artery was providing a sufficient amount of blood flow. No further adverse events were reported. The patient tolerated the procedure.